Event description:
New information received noted the atrial lead oversensed noise, which triggered pacing inhibition.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. A complete lead was returned in two portions with the helix retracted and clogged with blood/tissue analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered thee atrial lead exhibited increasing capture thresholds over the past 2 years. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.